Event description:
It was reported that following an ipg revision procedure (MFR number: 3006630150-2023-02647), the patient was experiencing pain and discomfort at the lead anchor site. The patient was taking percocet pain medication to manage the pain.

Event description:
It was reported that following an ipg revision procedure (MFR number: 3006630150-2023-02647), the patient was experiencing pain and discomfort at the lead anchor site. It was also noted that the patient experiencing inadequate stimulation. The patient was taking percocet pain medication to manage the pain. Additional information was received that the patient underwent a revision procedure wherein the clik anchor was buried deeper. The patient was doing well postoperatively. The device remained implanted.